Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes and induction test performance was discussed. No further information was provided.